Manufacturer narrative:
The act and esc buttons did not respond due to unlock on lcd keypad connector. Buttons responded properly after locking lcd keypad connector. The insulin pump had moisture damage on electronics. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked battery tube threads.

Event description:
It was reported that the customer had no input from the act button because it was probably due to moisture damage. Customer's blood glucose was 181 mg/dl.

Manufacturer narrative:
The act and esc buttons did not respond due to unlock on lcd keypad connector. Buttons responded properly after locking lcd keypad connector. The insulin pump had moisture damage on electronics. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked battery tube threads.